Event description:
The manufacturer received information alleging patient uses the device only at nighttime and a ventilator inoperative alarm occurred soon after starting the power. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and during review of the error log, a vent inop error code related to a motor failure was observed. Evt_motor_shutdown is a generic motor failure event code. The device's system board and blower assembly were replaced to address the issue.